Event description:
Customer reported the system alarms and will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended.